Event description:
Information was received from a patient who was implanted with a neurostimulator for chronic low back pain. It was reported that the patient wanted to know what to do with the patient programmer. The implantable neurostimulator (ins) was removed 2-3 years ago because the ins did not work and was causing pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.